Manufacturer narrative:
D10 concomitant product: gia8038l gia 80-3.8sgl use loadingunit, (lot#p3d0245s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy cancer radical resection procedure, the two halves did not join and lock into place as usual at the hinge pin. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d1, d2, d4 (model#, catalog#, UDI), d8, g3 (date MFR rec, PMA / 510(k)#) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy cancer radical resection procedure, the two halves did not join and lock into place as usual at the hinge pin. A new reload was used to resolve the issue. There was no patient injury.